Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11sep2019. The service engineer (se) inspected the device replaced the exhalation air flow sensor and tested the device, all test passed. The device was returned to service. Failure analysis of the returned part indicates: an investigation was performed and the product analysis technician reported that the root cause was isolated to the contamination on the heated film element. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the ventilator was generating flow error out of range error codes. No patient involvement.